Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was not working and they presses act button and nothing happens, no response. The customer¿s blood glucose level was 13.2 mmol/l at the time of the incident. Customer was visually impaired and had a very hard time reading the screen and also had there was an open circle on the home screen. Troubleshooting was performed. The customer was advised to an discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will not be returned for analysis.